Manufacturer narrative:
It was reported that the "plastic finger handles on each of the syringe snapped off" while a physician was using the syringe to inject "local into the tissue." Reportedly, this occurred on three (3) separate occasions. According to the reporting facility, all of the broken pieces were accounted for, a new syringe was obtained for the injections, and that "no extra treatment was necessary." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No sample was returned for evaluation and a root cause was unable to be determined. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the syringe is "snapping during use."